Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the physician tested the helix extension and retraction mechanism prior to attempting to implant the lead. The helix would not extend despite many turns, but then suddenly extended. Then the helix would not completely retract. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst commented that the lead was returned with the helix fully retracted. The helix was able to be extended and retracted within specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.